Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: zaremba t_pace (pacing and clinical electrophysiology) 2015;38:343-356. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information from multiple manufacturers regarding the experiences of implanted cardiac therapy devices in the presence of radiation therapy. Specific reference was made to an implantable pulse generator (ipg), right atrial (ra) lead, and two cardiac resynchronization therapy defibrillators (crt-d) in the presence of radiation therapy. The article indicated that the ra lead associated with one ipg had a permanent increase in pacing threshold following radiation therapy but the ipg was not affected. Two crt-d devices experienced a power on reset (por) with radiation therapy. The events occurred outside the us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.